Manufacturer narrative:
Product event summary: analysis confirmed the reported programmer opening issue; the programmer did not boot up. Error code was displayed and two short beeps. The hard drive made hard clicking sounds (broken). It was noted the programmer log files could not be retrieved. Analysis also confirmed the reported screen issue; the touchscreen was broken/cracked. Analysis also found the ECG (electrocardiogram) connector terminal was broken (loose), both keyboard hinges were broken, power bay assembly was broken, and the lower hinges were worn out. It was noted some screws from the hinges cover plate, the paper drawer, the programmer stylus, and the keyboard cover were missing.

Event description:
The programmer was returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer can not be opened. It was also reported the screen is broken. The programmer is expected to be returned. There was no patient involvement.